Event description:
It was reported that at implant it was impossible to screw the lead into the implantable pulse generator (ipg) connector, so the physician replaced the ipg with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned analyzed and no anomalies were found. (B)(4).